Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; h2. Visual evaluation of the returned product identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. Additionally, the stem has punctured the outer paperboard carton. A complaint history search was not performed as the packaging design has been remediated. Medical records were not provided. Complaint sample was evaluated, and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. -visual evaluation of the provided photos identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. Additionally, the stem has punctured the outer paperboard carton. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -the condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. -the reported event has been confirmed by evaluation of the provided photos. -a corrective action has been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem implant packaging was damaged. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.